Event description:
The customer reported that the insulin pump appeared to not be delivering enough insulin because the blood glucose values did not lower after bolus. The customer reported that this occurs every infusion set change. The blood glucose value at the time of the incident was about 230mg/dl. The customer declined troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).